Manufacturer narrative:
On aug 19, 2025, mentor became aware that the initial report erroneously reported incorrect date of removal in section b5. The correct date of removal is (B)(6) 2025. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent breast augmentation revision utilizing an unknown mentor silicone prosthesis subsequently experienced a left-sided silent rupture, and bilateral acquired breast deformity postoperatively. A thorough physical examination, alongside MRI imaging, confirmed the presence of the rupture. As a result, the patient underwent bilateral exchange of implants and bilateral galaflex on (B)(6) 2025. This report relates to the right side.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: acquired breast deformity. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).